Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted severe bi-leaflet prolapse and elongated leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. While establishing gripper line removability (eglr), the gripper line could not be moved. Troubleshooting was performed, but unsuccessful. The clip was opened slightly, and the gripper line was able to be moved. The clip was closed and deployment was continued. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event, and a. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. There is no indication of product quality issue with respect to manufacture, design or labeling.